Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was stuck and customer received a stuck button alarm. Cause was unknown. The customer's blood glucose level was 498 mg/dl. Customer cleared the alarm and was able to resume insulin delivery.